Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the insulin pump was exposed to moisture. Customer's blood glucose reading was 296 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: pump received with button error alarm due to corroded keypad traces. Unit had moisture damage on electronics. Pump received with minor scratched display window, cracked display window corners, cracked reservoir tube lip. (B)(4).